Manufacturer narrative:
(B)(6). Fisher & paykel (f&p) healthcare is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in italy reported via a fisher & paykel healthcare field representative that an rt265 infant dual-heated evaqua2 breathing circuit was found damaged during patient use, causing an air leak. There were no reported patient consequences.